Event description:
It was reported that when the patient presented in-clinic for a routine follow-up, the device was found to be in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The reported backup vvi mode was confirmed in the laboratory and was due to the device getting two resets in a row from performing too many high voltage charges within a short period of time. The device was tested in the automated test equipment system and no anomalies were found. The device met all test specifications.